Manufacturer narrative:
The complaint call reported skin break down. There were no other details provided. No sample was returned. Sales representative has attempted to obtain more details from customer and has not been successful. Without any further information, the investigation team is unable to determine root cause. This is one of three complaints that came in at the same time for the same line of product from the same user facility. Complaint history between 01-01-2012 to 12-30-2016 was reviewed. There are no other skin breakdown complaints. No further information is available at this time. We will provide follow up report if additional information becomes available.

Event description:
*** Quality issue details *** date of occurrence: (B)(6) 2017. When did quality issue occur? During use. Who was using or operating the product when the quality issue occurred? Patient/end consumer. Was a medical procedure involved? No. Name of medical procedure: not applicable. Did the quality issue cause a delay in the medical procedure? Not applicable. Detailed description of quality issue: skin break down with boot- how was the quality issue was identified? By actual use. How was the product being used? For positioning / pressure reduction. Was it the initial use of the product? Yes. Was the product modified from the original condition supplied by deroyal? No. Was the product connected to or used in conjunction with other devices or equipment? No. *** outcome details *** outcome(s) attributed to quality issue: other. Person(s) affected by outcome(s) checked above: none. Known pre-existing condition(s) of person(s) affected: skin breakdown. Was the incident reported to the FDA? No.

Manufacturer narrative:
The complaint call reported skin break down. There were no other details provided. No sample was returned. Sales representative has attempted to obtain more details from customer and has not been successful. Without any further information, the investigation team is unable to determine root cause. This is one of three complaints that came in at the same time for the same line of product from the same user facility. Complaint history between 01-01-2012 to 12-30-2016 was reviewed. There are no other skin breakdown complaints. No further information is available at this time. We will provide follow up report if additional information becomes available.

Event description:
Quality issue details: date of occurrence: (B)(6) 2017; when did quality issue occur? During use; who was using or operating the product when the quality issue occurred? Patient/end consumer; was a medical procedure involved? No; name of medical procedure: not applicable; did the quality issue cause a delay in the medical procedure? Not applicable; detailed description of quality issue: skin break down with boot; how was the quality issue was identified? By actual use; how was the product being used? For positioning / pressure reduction; was it the initial use of the product? Yes; was the product modified from the original condition supplied by deroyal? No; was the product connected to or used in conjunction with other devices or equipment? No. Outcome details: outcome(s) attributed to quality issue: other; person(s) affected by outcome(s) checked above: none; known pre-existing condition(s) of person(s) affected: skin breakdown; was the incident reported to the FDA? No.